Manufacturer narrative:
This is one event of the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and stroke and approximately two years later experienced another sudden cardiac event and expired on the same day. The event is further alleged to have been caused by the patient's exposure to the product administer during dialysis treatment.